Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that he was biking uphill and felt his heart was not beating enough to get up the hill. He stated his device was programmed from 60-130, but his heart rate was only in the 90s and low 100s. Follow-up information received reported there were no issues with the device. The device was reprogrammed on (B)(6)-2010, by increasing the upper rate to 150, changing the adl rate from 95 to 105, and changing the exertion response from 3 to 4. The patient came into the clinic again on (B)(6)-2010. He is doing fine and is now able to run and bike, with no issues. Device is still in use. There were no patient complications reported as a result of this event.